Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was >8.0/4.87. The patient's coumadin was held. The reporter declined product replacement.